Manufacturer narrative:
Updated fields - b4, d4, expiry date and UDI number, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, g2, h6 medical device problem code. It was reported by the customer to the emergency support program. Nurse called for assistance with multiple issues on a cs300 during use, no patient harm or injury was noted. Nurse having problems most of the night, almost nonstop- it started simple. Nurse mentioned we have a cs300, we usually connect to our monitor and it¿s reading kind of flat. Esp team personnel know the catheter tips can occlude, and now the numbers aren¿t pulling over. Patient was originally on ECMO, and we were having an unable to update timing alarm. Patient's heart rate is in the 130s, and patient has been the whole time. Patient was decannulated a few days ago and they exchanged the balloon catheter when they did that. So now we¿re getting this unable to calibrate optical iab sensor. Can you help me figure out how to resolve it?¿ I had to triage another esp call and asked hector to discontinue interfacing so esp team personnel could appropriately troubleshoot the alarms present when esp team personnel called back. When esp team personnel called back, esp team personnel requested a picture of the current pump screen to start assessing the alarms and causes. An image of the pump screen showed an unable to calibrate iab optical sensor, a clear ECG with a hr of 142, 0/0 (0) and an augmentation of 0 via direct source which was using the fo cable, in auto mode and ECG trigger. Esp team personnel had asked nurse to transition to the transducer source which showed pressures of 35/33 (36), and an augmentation of 37. In standby, the arterial waveform was damped, showing no pulsatility. Nurse flushed the inner lumen via the transducer while in standby, verifying slow forward flow of the fluid through the drip chamber. After restarting therapy, there was no improvement in the waveform or pressure indices. Due to the facility policy for aspirating inner lumens, nurse was unable to perform this troubleshooting step but agreed to reach out to an app/md for further troubleshooting. Complaint information obtained. We discussed the nature of the alarm and the possible causes. Esp team personnel also encouraged nurse to verify proper placement of the balloon catheter while waiting for the provider to aspirate the inner lumen to verify patency. Esp team personnel also reviewed with hector the effects of tachycardia on iabp therapy as well. Nurse agreed to reach out to me for further troubleshooting if needed. Esp team personnel did not hear from him again throughout his shift.

Event description:
It was reported by the customer to the emergency support program. Nurse called for assistance with multiple issues on a cs300 during use, no patient harm or injury was noted. Nurse having problems most of the night, almost nonstop- it started simple. Nurse mentioned we have a cs300, we usually connect to our monitor and it¿s reading kind of flat. Esp team personnel know the catheter tips can occlude, and now the numbers aren¿t pulling over. Patient was originally on ECMO, and we were having an unable to update timing alarm. Patient's heart rate is in the 130s, and patient has been the whole time. Patient was decannulated a few days ago and they exchanged the balloon catheter when they did that. So now we¿re getting this unable to calibrate optical iab sensor. Esp team personnel had to triage another esp call and asked nurse to discontinue interfacing so esp team personnel could appropriately troubleshoot the alarms present when esp team personnel called back. When esp team personnel called back, esp team personnel requested a picture of the current pump screen to start assessing the alarms and causes. An image of the pump screen showed an unable to calibrate iab optical sensor, a clear ECG with a hr of 142, 0/0 (0) and an augmentation of 0 via direct source which was using the fo cable, in auto mode and ECG trigger. Esp team personnel had asked nurse to transition to the transducer source which showed pressures of 35/33 (36), and an augmentation of 37. In standby, the arterial waveform was damped, showing no pulsatility. Nurse flushed the inner lumen via the transducer while in standby, verifying slow forward flow of the fluid through the drip chamber. After restarting therapy, there was no improvement in the waveform or pressure indices.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer to the emergency support program. Nurse called for assistance with multiple issues on a cs300 during use, no patient harm or injury was noted. Nurse having problems most of the night, almost nonstop- it started simple. Nurse mentioned we have a cs300, we usually connect to our monitor and it¿s reading kind of flat. I know the catheter tips can occlude, and now the numbers aren¿t pulling over. She was originally on ECMO, and we were having an unable to update timing alarm. Her heart rate is in the 130s, and she has been the whole time. She was decannulated a few days ago and they exchanged the balloon catheter when they did that. So now we¿re getting this unable to calibrate optical iab sensor. Can you help me figure out how to resolve it?¿ I had to triage another esp call and asked hector to discontinue interfacing so I could appropriately troubleshoot the alarms present when I called back. When I called back, I requested a picture of the current pump screen to start assessing the alarms and causes. An image of the pump screen showed an unable to calibrate iab optical sensor, a clear ECG with a hr of 142, 0/0 (0) and an augmentation of 0 via direct source which was using the fo cable, in auto mode and ECG trigger. I had hector transition to the transducer source which showed pressures of 35/33 (36), and an augmentation of 37. In standby, the arterial waveform was damped, showing no pulsatility. Hector flushed the inner lumen via the transducer while in standby, verifying slow forward flow of the fluid through the drip chamber. After restarting therapy, there was no improvement in the waveform or pressure indices. Due to the facility policy for aspirating inner lumens, he was unable to perform this troubleshooting step but agreed to reach out to an app/md for further troubleshooting. Complaint information obtained. We discussed the nature of the alarm and the possible causes. I also encouraged hector to verify proper placement of the balloon catheter while waiting for the provider to aspirate the inner lumen to verify patency. I also reviewed with hector the effects of tachycardia on iabp therapy as well. Nurse agreed to reach out to me for further troubleshooting if needed. I did not hear from him again throughout my shift.